Manufacturer narrative:
On 3/16/1998, the device was received for analysis. Additional data was also received which indicated that the device exhibited excess noise and multiple shocks. A decision to implant a new system was made. Summary of analysis: the reported noise rate anomaly and multiple shocks were not observed in analysis. Foreign material was observed in the cavity of the ventricle pace/sense connector, but this did not prevent proper operation. The unit is operating within new device specifications.

Event description:
The rptr indicated that during a micron implant which was used to replace another defibrillator with a 6 mm sjc lead, a 6 mm l67 sq patch, and a 4.75 mm bt0010 p/s lead, the physician had difficulty inserting the leads, and had to back out the set screws to get them in.